Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (prime issue) issue. The reporter alleged that the pump was primed and used an additional five units to prime the tubing when the patient viewed the prime rewind feature. It was reported that the prime and fill cannula were not done due to the fact that the squares were not shaded, and that the pump was not priming the tubing during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/23/2015.device evaluation: the device has been returned and evaluated by product analysis on 01/10/2015 with the following findings: the complaint could not be duplicated or confirmed. A review of the pump¿s black box data revealed no pump no evidence of a prime issue. The prime history verified reported prime volumes. A prime sequence and 24 hour duration test were performed with no duplicated alarms. The force sensor calibration measured within specifications. The pump was opened and no issues were observed inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.